Event description:
As reported, a 5mm 20cm saber pta was used but ruptured at 8 atm during its initial inflation. The complaint device was replaced with another saberx (5¿*25¿) and the procedure completed. There was no reported injury to the patient. The lesion was the superficial femoral artery. A contralateral approach was made. A non-cordis guiding sheath was used, and a guidewire (0.014) crossed the lesion. The device will not be returned for evaluation. Additioanl information was requested; however, the information could not be obtained.

Manufacturer narrative:
As reported, a 5mm 20cm saber percutaneous transluminal angioplasty balloon catheter was used but ruptured at eight atm during its initial inflation. The complaint device was replaced with another saberx (5*25) and the procedure completed. There was no reported injury to the patient. The lesion was the superficial femoral artery. A contralateral approach was made. A non-cordis guiding sheath was used, and a guidewire (0.014) crossed the lesion. Additional information was requested; however, the information could not be obtained. The product was returned for analysis. One non-sterile saber 5mm 20cm was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The balloon was received deflated. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. Functional testing was performed using an inflator/deflator device attached to the inflation port. Balloon inflation was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. The balloon was inflated as expected, no problems related to the conditions reported were noted. A magnified visual analysis was performed to inspect and confirm if any anomaly or damages were observed after the balloon was deflated and no anomalies were noted. A product history record (phr) review of lot 82270293 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82270293 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm 20cm saber pta was used but ruptured at 8 atm during its initial inflation. The complaint device was replaced with another saberx (5*25) and the procedure completed. There was no reported injury to the patient. The lesion was the superficial femoral artery. A contralateral approach was made. A non-cordis guiding sheath was used, and a guidewire (0.014) crossed the lesion. The device will not be returned for evaluation. Additioanl information was requested; however, the information could not be obtained.

Event description:
As reported, a 5mm 20cm saber pta was used but ruptured at 8 atm during its initial inflation. The complaint device was replaced with another saberx (5*25) and the procedure completed. There was no reported injury to the patient. The lesion was the superficial femoral artery. A contralateral approach was made. A non-cordis guiding sheath was used, and a guidewire (0.014) crossed the lesion. The device will not be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.